Event description:
It was reported by the aci sales professional that a patient underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained via a 6f sheath (unknown model). Following the procedure, the physician who is a trained user, selected the mynx cadence vascular closure device 6/7f to close the access site. It was reported that the device was deployed per the IFU. Immediately after the deployment the physician noticed bleeding at the access site. Manual pressure was applied for approximately 10-15 minutes in which time the bleeding was resolved. The patient was ambulated and discharged to home the same day with no reported clinical sequela.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. A review of the lhr was not possible as the lot number was not provided.